Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was intermittently depleting quickly. There was no impact to customer's blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.